Manufacturer narrative:
This report is being submitted as follow up no. 1 to report that the reported event has been deemed not reportable based off an internal review. It has been found that this event has been inadvertently reported; however, this event is currently deemed a nonreportable event.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the ik device 3way stop was cracked or defective. There were no patient issues. There was no patient injury, medical/surgical intervention required. Additional information was received on 17aug2020: they resolved the issue to continue the procedure with a new sheath. The patient condition was stable. The blood loss less than 250cc.